Event description:
The son of a (B)(6) male pt called zoll customer support to report hat the pt's battery charger was not working. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon investigation, the battery charger/modem was not powering up. The cause for the power-up failure was isolated to a defective power supply unit. The power supply was not outputting dc voltage. The root cause for the defective power supply unit could not be positively identified. No adverse event resulted from the defective power supply unit. The pt rec'd a replacement power supply unit.